Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the ICD analysis as well as the inspection of the quality documents associated with the manufacture of this particular devices. The manufacturing process for the lead and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Next, the ICD was interrogated, revealing the mol2 battery status, 25 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected. During analysis of the available iegms noise was observed in the ventricular channel, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise could be confirmed in the ventricular channel. However, a thorough analysis of the ICD, especially of the sensing functions proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 63 months, oversensing on the ventricular channel was reported. The lead was capped.